Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, a perceval pvs25 was implanted and explanted on (B)(6) 2020. No further information is presently available. No indication of a device malfunction nor serious injury was received from the site regarding this event. Per additional information received, the perceval valve was implanted in a standard fashion. Prior to the aortic valve replacement, a mitral valve replacement was performed. After the perceval implant, crimping was noted in the valve resulting in a likely valvular regurgitation so the valve was removed. A 23mm perimount magna ease valve was then seated. The patient remains well and uneventful. It was reported that the perceval valve was explanted due to 'crimping' of the valve in situ which reads as oversizing. The decision to change to a different valve was affected by the possibility that the mitral valve replacement was impinging on the perceval valve potentiating the apparent oversizing 'crimping' issue (otherwise, it is reported that a smaller perceval valve would have been implanted). The perceval was discarded and unavailable for inspection. Furthermore, it was clarified that the crimping in this case was noted at implant with the leaflets pinwheeling upon deployment and further inspection. No stent infolding occurred.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Based on the event information provided, the root cause of the intraoperative explant was due to procedural mis-sizing of the device. No patient adverse impact or consequences are reported. As such, no further investigation is warranted at this time.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, a perceval pvs25 was implanted and explanted on (B)(6) 2020. No further information is presently available. No indication of a device malfunction nor serious injury was received from the site regarding this event.